Event description:
Iabp [intra-aortic balloon pump] console alarmed for helium loss/purge failure. Would not allow restart without changing helium tank; restarted successfully after tank change device not alarming for map [mean arterial pressure] lower than 70, configured alarm threshold. Manufacturer response for intra-aortic balloon, teleflex (per site reporter). Teleflex field engineer on site to identify and resolve helium regulator issue. Still pending return box for iab/disposable review. Manufacturer response for intra-aortic balloon pump, teleflex ac3 optimus (per site reporter). Teleflex field engineer came on-site to review iabp console. Identified side helium leak and replaced the helium regulator. Completed all OEM [original equipment manufacturer] functional checks before returning to service.